Manufacturer narrative:
The lead currently remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be capturing the atrium due to dislodgment as was confirmed via fluoroscopy. A surgical revision was performed wherein the lead required over 50 turns of the fixation tool to extend its helix after retraction. The rv lead was successfully repositioned and currently remains in service. No additional adverse patient effects were reported.